Event description:
Boston scientific received information that this right atrial lead had noise as well as loss of capture. The lead also exhibited a lead safety switch due to high out-of-range pacing impedances. The pocket was reopened, the lead tested via pacing system analyzer and replaced back in the device header. There was continued difficult inserting the lead fully in the header, so the setscrew was backed out a bit and then the lead went in fully. All measurements were then normal. The lead and device remain implanted. To date, no additional adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.